Event description:
Per the clinic, the magent became dislodged from the internal device. The patient underwent revision surgery to replace the magnet on (B)(6) 2011. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.